Event description:
Resistance was encountered as the physician was attempting to remove the device and the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Event description:
Resistance was encountered as the physician was attempting to remove the device and the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. As per the event description and additional information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. From the information provided, the most likely that friction encountered during the coil withdrawal contributed to the reported premature coil detachment. As the friction has been determined to be related to procedural factors, therefore; a root cause of operational context has been assigned to the event.